Event description:
It was reported that post implant the patient experienced orthostatic presyncope and chest pain. The right ventricular (rv) lead exhibited high thresholds and no capture and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.